Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient noticed the site appeared swollen and painful. The patient called brampton medical center located at 4 market pl, brampton ca8 1nl, UK (part of the grove medical center) and was prescribed antibiotics for treatment. The patient does not recall the name of the antibiotic prescribed. The pod was discarded.

Manufacturer narrative:
During a follow up call on (B)(6) 2025, the patient provided the name of the antibiotics prescribed. Section b5 - describe event or problem has been updated to include the name of the antibiotic.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient noticed the site appeared swollen and painful. The patient called brampton medical center located at (B)(6) UK (part of the (B)(6) medical center) and was prescribed clarithromycin antibiotics for treatment. The pod was discarded.